Manufacturer narrative:
One tip was received decontaminated and investigated. The tip was returned with the heat shrink tubing separated from the tip. A photo was also received showing the heat shrink tubing next to the jaws of the tip, which was retrieved from the pt. Received only one tip for this complaint, lot # 00102041. The second tip in question or sterile tips for lot number 00102923 was not returned. The returned tip had the heat shrink tubing removed and was heavily deformed and damaged; therefore, an electrical test could not be performed due to this damage. The returned tip was evaluated mechanically and found to pass all the specifications regarding thread gage, cut test and force required to completely close the scissor tip. There was not enough info to determine the root cause. No issues were found with either device history records.

Event description:
Pt suffered two minor burns to uterus wall via the scissors tip. The insulation appeared to be faulty and the tip was removed from service. No additional pt info was provided.